Event description:
It was reported that during an initial right total knee procedure, the impactor pad fractured while impacting the femoral trial. There was no surgical delay or patient impact as a result of the malfunction.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the product has been discarded per hospital policy. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified a broken impactor pad that has fractured in two pieces. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.